Manufacturer narrative:
Outer base tube.

Event description:
It was reported by service report that the cot had a broken right side outer base tube. It is unknown if there was patient involvement or if there are adverse consequences to report.